Manufacturer narrative:
The event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had not been receiving adequate pain relief. The patient's physician believed this was due to the patient's lead not being implanted in the correct location. In turn, it was decided to explant the patient's scs system.